Event description:
The customer reported that the jaws of the device broke at first application. There was no harm to the pt. Upon receipt of the device for eval at covidien, the knife blade was found to be protruding from the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.